Event description:
It was reported that the doctor turned off the device because it was not working in (B)(6) 2012. It worked at first and then it stopped working. The device was hurting and the patient could not sit down or sleep on her left side. It hurt in her lower back around where the wire was and her back "kills her". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v699318, implanted: (B)(6) 2011, product type lead. (B)(4).